Event description:
Patient reported expulsion of item from vaginal during urination at home months after discharge from hospital. Photo of item appears to be the balloon at tip of the vcare uterine manipulator used during: endometriosis excision laparoscopic, ureterolysis bilateral, enterolysis, chromopertubation surgical procedure performed on (B)(6) 2024.